Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump display was grey and had a faded look. No significant event leading to partial display anomaly was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected missing segments/partial display anomaly noted. Unit passed self-test. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
The correct information has been provided with this report.